Event description:
A home patient (hp) contacted baxter regarding another matter and the hp said she had been on antibiotics and thought that they might be making her sick. The hp would call back if it recurred. The hp was going to her appointment with the nurse today and would follow up with her. On (B)(6) 2010, the nurse was contacted and reported that the patient had peritonitis. On this day, she was seen in the clinic and given a 2.5l bag with antibiotics. She was given a y-set to drain at home. Since this call, the patient has been feeling well and continuing with therapies on the cycler. A follow up call was placed by product surveillance on 7 july 2010: the nurse indicated the patient was diagnosed with peritonitis on (B)(6) 2010. A culture was performed at that time and resulted in (B)(6) epidermidis. The patient was treated with vancomycin and is considered recovered at the time of this follow up. The causality is thought to be an intrauterine device that was kept in place longer than recommended.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.